Manufacturer narrative:
MDR 3003442380-2024-01078 - device 16 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states patient reported bent cannula issues in 20 infusion sets. This occurred on 01 september 2021. Patient noticed symptoms after insertion for three or more hours. It was reported that the infusion set cannula was bent. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.